Manufacturer narrative:
A patient expiration event was reported. The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported patient expiration could not be conclusively determined.

Event description:
Following a ventricular tachycardia ablation procedure, the patient expired. Prior to the start of the procedure the patient's health was noted as critical. At the end of the procedure a pericardial effusion was diagnosed with arterial pressure and echocardiography. A pericardiocentesis was attempted to stabilize the patient. The patient expired following the pericardiocentesis. There were no performance issues with any abbott device.